Event description:
Blood glucose results of "147 mg/dl with a lifescan meter and "119 mg/dl" on laboratory device, performed within 11-20 minsof each other. Between the tests there was no intervention that would be expected to change the blood glucose. A potential malfunction of the meter in terms of accuracy.